Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a shoulder surgery, when suturing the tissue with a refurbarthropierce 45 degree left in the joint, the suture and the tip of the device broke. A fragment from the tip fell inside the patient. The fragment was removed with a clamp. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images found markings on the device confirming the part number. The device appears worn from use, and the top jaw appears to be missing from the device. A visual inspection of the returned device found that it is not in its original packaging. The markings confirm the part number. The device is worn from use, and the top jaw is fractured from the actuator. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.